Event description:
A customer reported experiencing cgm error 42. The incident had no adverse impact on the customer's blood glucose level. Technical support provided detailed pump reset instructions, and after performing the reset, the customer successfully started their sensor session without further errors.